Event description:
During preventive maintenance at a manufacturer's service center, the audible alarm of a ventilator failed to annunciate as designed. The customer did not allege any problems with the device, its alarm, or any harm or injury as a result of the use of the product. The manufacturer has initiated an investigation into the device's alarm failure and will file a follow-up report when it is completed.